Manufacturer narrative:
Results: the cat6 was kinked approximately 45.0 cm, 67.0 cm and 69.0 cm form the hub. The device was ovalized approximately 35.0 cm, 85.0 cm and 123.0 cm ¿ 125.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a mid-shaft kink and revealed a distal shaft ovalization. If the peel-away sheath, packaged with the cat6, is not properly utilized prior to advancement of the device into a parent catheter, damage such as an ovalization may occur. This ovalization may have contributed to the device becoming kinked during the procedure. During functional testing, the cat6 was unable to be advanced through a demonstration neuron max due to the ovalization on the distal shaft. Further evaluation of the cat6 revealed additional kinks and ovalizations. This damage may be incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, while advancing the cat6 without a peel away sheath and into the sheath, the cat6 kinked. Therefore, the cat6 was removed. The procedure was completed using another cat6 without a peel away sheath and the same sheath. There was no report of an adverse effect to the patient.